Event description:
Info received indicates the head of the bed isn't going up.

Manufacturer narrative:
The technician isolated the issue to a non functioning solenoid valve tube. He replaced the solenoid valve to repair the bed.